Event description:
An unk size talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported and no complications were reported at the time of implant. Over the past few weeks it was reported, it was discovered that the aneurysm was expanding. A type 2 endoleak was detected initially and then a type 1 distal endoleak (2953200-2008-00399). This was treated by an iliac extension down to the external iliac artery and the internal iliac artery was coiled embolized. A persistent blush remained suggestive of a type 3 leak in the new limb extension. Approx 2 weeks ago a third limb was placed to bridge the extension and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention). Evaluation: results - lack of information (no films or operative reports were received).